Event description:
Caller reported malfunction on pump. There was no reported impact to customer¿s blood glucose level. Pump reset information was provided by technical support, and caller was assisted in resetting pump. Customer was advised to continue using pump and to call back if malfunction code recurs.